Event description:
It was reported that this was an arteriotomy closure of a the right common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, post deployment, it was attempted to remove the device however there was resistance. The foot was deployed and retracted again, then the device was simply removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f, but there was some bleeding from the puncture site. The evar procedure was carried out while holding the device with some pressure, but when the sheath was replaced with 16f sheath, there was no leakage at the site. Hemostasis was achieved with the pre-placed prostyle sutures. After the procedure, when the device was checked outside the anatomy, the distal foot was not folded completely. The physician commented that this might have caused the puncture hole to become enlarged. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficult to close foot and difficult to remove vessel. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.